Event description:
It was reported that the gem v/nv 20dp ckv 5ss dehp free experienced component separation. The following information was provided by the initial reporter: the customer stated that while priming with saline the 5 port oncology line when the 11426965-04 line disconnected from the upper blue fitman. The line was not connected to the patient.

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot#: 20026935. H.4. Device manufacture date: 2/25/2020. D.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 12/23/2020. H.6. Investigation: part of an alleged 11426965-04 sample was received for investigation with residual fluid present in the line. No packaging was received with the sample, however the customer indicates the affected lot number to be 20026935. The drip chamber of the returned set had been cut off and was not received with the sample. Following gentle manipulation of the sample, the customer's experience was confirmed with the silicone observed to separate from the upper pumping segment component. A closer inspection confirmed the presence of the retention ring, and a witness line was visible on the tubing suggesting it had been correctly assembled. A review of the production records from lot: 20026935 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note that the affected joint is an interference (friction) fit rather than solvent bonded, it is designed to withstand more than the pressure created by the pump and that required by bs: en: iso 8536-9: "infusion equipment for medical use. Fluid lines for use with pressure infusion equipment". All design and in-process testing performed on these products shows that this product is capable of meeting the leakage and tensile strength requirements of this standard; however, if a higher internal pressure is generated, such as during a syringe bolus or a large pulling force is applied, it is possible that this joint will separate. In this instance it was not possible to determine if either of these factors may have led to the customer¿s experience.

Manufacturer narrative:
Medical device lot #: an invalid lot # of 20026935 was provided by the initial reporter. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the gem v/nv 20dp ckv 5ss dehp free experienced component separation. The following information was provided by the initial reporter: the customer stated that while priming with saline the 5 port oncology line when the 11426965-04 line disconnected from the upper blue fitman. The line was not connected to the patient.